Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case at display window corners, minor scratched lcd window and scratched reservoir tube window.

Event description:
It was reported that the keypad on the insulin pump was unresponsive. No further information reported.